Manufacturer narrative:
The actual device involved in the event was returned to merit medical for evaluation. It was noted that the o-ring component of the tubig set was missing from the returned device. Visual inspection of the returned device verified that the rotator body had separated from the collar. Based on this assessment, the complaint was confirmed. Examination of the device determined that there were no molding anomalies on the rotator and the bonding solution was applied correctly. Review of the device manufacturing records did not identify any manufacturing abnormalities that could have contributed to the reported event. A failure of this nature has been known to be caused by an anomaly of the o-ring wherein a piece of particulate could form a void in the seal area of the o-ring. During high pressure injection, pressurized fluid would leak into the void creating additional force on the collar resulting in the failure noted. Without the o-ring component of the tubing set, this could not be confirmed, and no conclusion can be drawn. Merit medical has implemented process improvements to prevent particulate on the o-ring, thus returning the device to its originnal performance specifications.

Event description:
During an angiography procedure, performed by the radiology department, the rotator on a high pressure tubing set broke, while injecting at less than the rated pressure of 900 psi. No pt harm or injury resulted from this event.